Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user noticed a spike in blood glucose without any known changes and was educated to replace the continuous glucose monitoring transmitter/consumable, after which the user contacted support again and the case was closed. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with replacement of the consumable recommended as a corrective step. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.